Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a battery depletion alert being displayed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a battery depletion alert being displayed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that oversensing was also observed. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: device codes, h6: impact codes.